Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient feels like she was getting electrocuted and was also experiencing pain while using the stimulator. The patient will undergo an explant procedure.

Event description:
A report was received that the patient feels like she was getting electrocuted and was also experiencing pain while using the stimulator. The patient will undergo an explant procedure.

Event description:
A report was received that the patient feels like she was getting electrocuted and was also experiencing pain while using the stimulator. The patient was taking medications for the pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was that the patient wants to be explanted because patient no longer liked sensation or having the implant. The explanted devices were not returned to bsn as they were discarded by the medical facility.